Event description:
The probe tip became very hot. No patient injury.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The serial number of the returned zodiac device was (B)(6). The serial number of the returned zodiac classic probe was (B)(6). Root cause/probable root cause: the litz wire for the probe led is damaged and from the damaged point, the wire is touching the shield of the probe microphone. This will cause the led to receive excess current and get hot. CAPA and complaint trending review: there are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (B)(4) corporate trending and analysis procedure and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review (B)(4). No trend for this device identified. Risk management file review (product and event). The current risk file (B)(4) - risk analysis - (B)(4) rev 01 hazard ID 6.2 identifies this hazard harm - minor injury to the patient or operator or discomfort cause- high temperature on surfaces of enclosures that are likely to be contacted severity- marginal (3). Risk level- marginal (3). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Failure confirmed :yes. Investigation result code (n/a to all qms):taastrup/wiring. Closure rationale:complaint verified, being tracked as a trend.

Manufacturer narrative:
Initial report (ref natus complaint# (B)(4)). The customer reported the probe became hot during testing. (Probe part number 8-66-10100 sn (B)(4)). Tymp and reflex testing was been carried out at the time. The probe heated up during the reflex portion. No injury or death. The customer has been advised to return all components of the 1096 zodiac for evaluation. CAPA and complaint trending review: there are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements ((B)(4) corporate trending and analysis procedure ) and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review (B)(4). No trend for this device identified. Risk management file review (product and event) the current risk file 1096 madsen zodiac - risk analysis - (B)(4) identifies this hazard. Harm - minor injury to the patient or operator or discomfort. Cause- high temperature on surfaces of enclosures that are likely to be contacted. Severity- marginal (3). Risk level- marginal (3). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
The probe tip became very hot. No patient injury.